Manufacturer narrative:
Determination of root cause: assessment: during the on site investigation, the territory manager (tm) checked the proximity switch for the laser position while shifting the load on top of the bed and verified the proximity switch was operating correctly and was properly adjusted. While checking the interlock switches in the eye tracker illumination assembly, the tm found the wiring for the eye tracker illumination array was touching the interlock switches. The tm rerouted the wiring and successfully completed the system verification. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "pt status is not known" (no info). Product problem(s): "bed has intermittent operation" (device stops intermittently). The ophthalmic technician reports an intermittent bed power issue. No injury has been reported in relation to this event.